Event description:
It was reported by the patient that their "heart rate was down to zero." Now the patient feels their heart rate is set too fast. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.